Event description:
It was reported that there was a pacing lead impedance (pli) measurement of right ventricular (rv) lead that was 2012 ohms, which was considered to be out-of-range. This resulted in a lead safety switch (lss) and switch to unipolar sensing configuration. Technical services (ts) analyzed device episode data and found that, while in unipolar, there was oversensing of muscle noise with resulted in stored non-sustained ventricular episodes. There was no asystole greater than two seconds noted. Ts provided troubleshooting options including reprogramming and possible revision. No adverse patient effects were reported. Currently, this lead remains in service.